Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also experienced capsular contracture; baker grade unknown, post-operatively. On 9/13/2019, the mentor failure analysis lab has received the device for evaluation. On 9/24/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed on the anterior and extending to the posterior view. Within crease a tear was observed in the posterior view, measuring approximately 0.1 cm. No other anomalies were noted. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 400cc mentor smooth round moderate plus profile saline breast implant catalog: 3502400 lot: 537578 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with two 400cc mentor smooth round moderate plus profile saline breast implants experienced left sided deflation post procedure. The left sided deflation was confirmed by a physician. As a result, the patient underwent bilateral removal and replacement with two 500cc mentor smooth round high profile saline breast implants (l) catalog: 350-3500 sn: (B)(4), r) catalog: 350-3500 sn: (B)(4)on (B)(6) 2019.